Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The representative stated that the system has been fine since re-installing the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred pre-operatively and delay the surgery by less than one hour. It was reported that the medtronic representative attempted to launch the cranial software and after they selected launch, it stayed in a black screen indefinitely. After the site rebooted again, it went into the software, but displayed localizer not connected. The site rebooted a 3rd time and the system operated normally. The mr turned on the system in the morning and the same black screen issue occurred when attempting to launch the cranial application. Restarting the system resolved the issue. The mr checked in the spine and the ent software and did not have any trouble launching. The surgery was completed with navigation and there was no impact on patient outcome.